Event description:
Pt was induced with propofol. After induction, sevoflurane initiated. Concentration readings variable. Pt started to wake up despite attempt to increase levels. Vaporizer changed to desflurane. Variations in concentration also noted with desflurane. Pt had to be placed on propofol/ketamine infusion to continue surgery.